Event description:
Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown ); unknown screws (part# unknown, lot# unknown, quantity unknown ). This complaint involves six (6) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
510k: this report is for an unknown rods/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2020, when the surgeon finished placing the rod and tried to remove the rod holder, the rod holder would not disengage from the rod. There was a surgical delay of five (5) minutes. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: setscrews (part number unknown, lot unknown, quantity unknown), screws (part number unknown, lot unknown, quantity unknown), viper prime rod holder stem (part number 286750061, lot mi63777, quantity 1), prime rod holder pushrod (part number 286750063, lot gm5009001, quantity 1), viper prime rod holder shaft (part number 286750062, lot gm5029302, lot 1). This report involves one (1) unknown rod. This is report 4 of 4 for (B)(4).